Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the foley catheter leaked after the balloon was inflated with 8ml of water instead of 7ml this month. It was also reported that after they filled the balloon with 7ml of water last month there was only 5ml of water when it was removed. Representative explained that an improperly inflated balloon would not be symmetrical and the extra weight to one side can cause bladder spasming. Also explained that as the manufacturer we could only recommend using the proper amount of water in the balloon per the instructions or labeling.